Manufacturer narrative:
The reason for this revision surgery was to remedy a fractured humerus after five years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 18th complaint for this part number: five trauma, three infections, two stability/poor joint, two device loosening, two marking error, one fixation, one limited range of motion, and one dislocation. The root cause of the fractured humerus was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery; the pt fell and suffered a comminuted humerus fracture. The surgeon removed the stem, socket, liner and head, and replaced the glenosphere with a bigger size for more stability.